Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 24mm amplatzer septal occluder was chosen for procedure on (B)(6)2022. During the procedure, an attempt was made to position and deploy the device however the device presented with a cobra shape deformation of the left atrial disc. The device was re-sheathed two times but deformed each time. The user tried repositioning the sheath in the left atrium in case the deformation was due to "constraint" of the device against the wall. The device was removed from the patient and was tested outside of the patients but the device continued to present with the cobra deformation. The device was exchanged with a new 24 mm amplatzer septal occluder. The device was successfully implanted.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity could not be confirmed. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.